Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. Photographic inspection noted six opened foil pouches, five of which were 5-0 and one of which was a 4-0. The 4-0 was not returned by the account. Photographic and visual inspection noted five needles a bag with no suture. Microscopic inspection of the needles noted instrument marks near the swage site, suggesting that the needles had detached from their respective sutures. As no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end could cause bends or breaks, or damage the connection between the needle and suture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open urethroplasty procedure, while suturing in urethra, the suture broke. Surgeon used other products to complete the case. There was no patient injury.